Event description:
Customer states: after intubation, it would not deflate the air. A doctor tried to inflate and deflate repeatedly and finally deflated. The information provided suggest that decannulation and recannulation of a replacement tube was required. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
An investigation was performed on one returned sample of a mallinckrodt endotracheal tube. Rigorous testing was applied, and the inflation/deflation system performed consistently without issue. The reported malfunction was unable to be duplicated. (B)(4)